Event description:
It was reported that this right atrial (ra) exhibited undersensing. Technical services (ts) reviewed the electrogram (egm) and confirmed that it appears to be fine atrial fibrillation (af) that is undersensed. This lead remains in service. No adverse patient effects were reported.